Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment (on the pump), but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2211 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler failed the valve actuation test due to an open coil in the valve 4. An internal visual inspection of the returned cycler found evidence of dried fluid under the pump assembly on the bottom cover. There were also visual indications of dried fluid on the bottom cover behind the front panel assembly, and on the edges of the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the patient¿s liberty select cycler was giving an ¿m30 balloon valve leak¿ warning during step 2 of setup. The contact pressed ¿ok¿ and the alarm reoccurred. The patient was not connected at the time of the event. The contact stated they would re-setup with the same supplies since the cones in the solution bags had not yet been broken. The contact called ts back to report that the cycler alarmed with the m30 warning again, this time during step 5 of setup. There was no fluid leak observed. The ts representative advised to discontinue using the cycler and a replacement cycler was issued to the patient. The contact was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The contact confirmed the patient had continuous ambulatory peritoneal dialysis (capd)/manual supplies and was trained to perform manual pd therapy without the cycler. However, they said the patient would not be performing capd therapy. Upon follow up with the contact, it was confirmed the patient was able to complete treatment on the day of the reported event. The patient did not experience any adverse effects or require medical intervention. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.